Event description:
Litigation papers allege the pt suffered and continues to suffer both injuries and damages including, but not limited to: past, present and future physical and mental pain and suffering.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.